Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl. The customer experienced symptoms such as drowsy, lethargic, abdominal pain and nausea. The customer¿s current blood glucose level was 382 mg/dl. The customer was wearing the insulin pump during the hospitalization. The insulin pump received insulin flow blocked alarm prior to high blood glucose level. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did exit. The insulin pump will not be returned for analysis.